Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing air bubbles and no delivery alarm when 50 units of insulin was left in reservoir. Customer's blood glucose was 406 mg/dl. Troubleshooting was performed and insulin pump passed displacement test. Customer reported that there was blood at site when removing infusion set due to no delivery alarm. When troubleshooting for air bubbles, customer rewound insulin pump with reservoir in place and insulin was not stored at room temperature. Customer was advised of proper care of insulin and to call when issues occurred.